Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that keypad was not responding while customer was in flight. Customer reported that after getting off of airplane, battery was changed and keypad anomaly was resolved. Customer's blood glucose was not reported. Insulin pump would need to be replaced.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call by customer's father that the insulin pump had passed all tests. Also, they were advised to change battery if pump buttons are temporarily unresponsive in the future and call back if issues persist.